Event description:
Customer reported experiencing a past low blood glucose event, though the specific value was not known and displayed as "low." Cause was not known. The customer consumed carbohydrates to address the low blood glucose event and was advised by customer technical support to consult a healthcare professional to discuss possible factors affecting blood glucose levels. The customer acknowledged this recommendation.